Event description:
It was reported that the patient was seen for a routine clinic visit, and there were concerns about a ventricular assist device (vad) power spike seen on the monitor. Subsequent log file review did not show any power spikes. It was also noted that there were issues uploading the log files to the autologs portal. It was verified that the monitor, controller, and vad ids as well as patient ID, date, time and software version were all correct. An attempt was made to delete files on the monitor and it did not appear to be anywhere near full. It was noted that the error message was likely due to was a data point with a date programmed in the future. The vad and controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Continuation of d10: 5076-52 lead implanted (B)(6) 2019, 429888 lead implanted (B)(6) 2019. Additional products: d1: heartware ventricular assist system ¿ controller 2.0  d4: model #: 1420/ catalog #:  1420 / expiration date: 31-jul-2025 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 10-jul-2024 h5: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional product: serial# (B)(6) h3:yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) (B)(6) and the controller (B)(6) were not returned for evaluation. A review of the manufac turing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed an increase in power consumption on 13/jul/2025 and 15/jul/2025, leading to parameters above normal operatin g conditions; however, no high watt alarms were logged. Review of the event file revealed that the date and time was set to 07/apr/2026 at 06:04:04 during the initial programming of the controller. Of note, the time was corrected to 07/apr/2025 at 06:04:04. As a result, the reported events were confirmed. The most likely root cause of the reported issue with the autologs portal event can be attributed to the incorrect date/time entered during the initial programming of the controller. Based on the available information, the device may have caused or contributed to the reported high power event. Based on risk documentation and historical review of similar high power events, multiple factors may have contributed to the reported high power event including but not limited to external factors such as thrombus formation/ingestion, patient related factors, and/or inappropriate pump rotational speed. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.